Manufacturer narrative:
(B)(4). A batch review was performed for potentially associated lot numbers (gd887034, gd886028 and gd886119) with no defects noted. The cause of the peritonitis was determined to be use error- poor aseptic technique. The label review found the labeling adequate for the use error in this complaint. A trend review was conducted and similar reports have been received for the reported problem. Additional investigation is being conducted through (B)(4). Baxter has received similar reports for the reported problem. The root cause investigation is in progress.

Event description:
During a follow up call on (B)(6) 2011 regarding the patient's hospital visit, the facility nurse stated the patient was seen at the emergency room on (B)(6) 2011 and was diagnosed with peritonitis. The rn stated the peritonitis was related to touch contamination. Unknown antibiotics were administered. The hp has continued to perform therapy successfully. The rn stated the hp has had no further injuries or medical intervention. It is unknown if the patient was hospitalized. It is unknown if the patient was retrained regarding aseptic technique. The patient outcome is unknown.

Manufacturer narrative:
(B)(4). As the patients are instructed to discard supplies after each therapy, the sample was not requested. Should additional information become available a follow-up will be submitted.